Manufacturer narrative:
As reported, during a procedure the sorbafix enhanced fixation device failed to fixate the fasteners, making all the fasteners to come out of the steel coil altogether. The photos/video do not assist in determining root cause, but it is likely there is detachment of an internal component allowing the mandrel to become extended far beyond the cannula. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum 1: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the sample evaluation findings and to correct the imdrf b grid and imdrf c grid. Based on the information available and without having the sample to evaluate, a definitive root cause could not be determined. Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (imdrf annex b grid, imdrf annex c grid), h10 (manufacturer narrative). Addendum 2: h11: this is an addendum to the initial MDR submitted to document additional information provided and to correct the event date. Updated fields: b4, e1, e3, g3, g6, h2, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a surgical procedure, the sorbafix enhanced fixation device's fasteners failed to deploy. The fasteners failed to come out of the shaft of the device. When the surgeon attempted to move the device outside the patient's cavity, it fired again, releasing all the fasteners of the steel coil simultaneously. It was reported that the issue is believed to have occurred due to exposure to high temperatures during transportation, despite the distributor being instructed on the handling and transporting procedures and the temperature precautions. There was no patient injury. Addendum per additional information provided: as reported, during a surgical procedure on (B)(6) 2026, the jam occurred during activation at the first staple. The fasteners are contained within the mandrel and could not be removed as they were completely glued. The fixation was applied directly to the abdominal wall, not to any rigid structure, bone, or cooper¿s ligament.

Manufacturer narrative:
As reported, during a procedure the sorbafix enhanced fixation device failed to fixate the fasteners, making all the fasteners to come out of the steel coil altogether. The photos/video do not assist in determining root cause, but it is likely there is detachment of an internal component allowing the mandrel to become extended far beyond the cannula. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 465 units. Note, the date of event (02-feb-2026) is considered to be a best estimate based on the date of awareness. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the sample evaluation findings and to correct the imdrf b grid and imdrf c grid. Based on the information available and without having the sample to evaluate, a definitive root cause could not be determined. Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (imdrf annex b grid, imdrf annex c grid) , h10 (manufacturer narrative). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a surgical procedure, the sorbafix enhanced fixation device's fasteners failed to deploy. The fasteners failed to come out of the shaft of the device. When the surgeon attempted to move the device outside the patient's cavity, it fired again, releasing all the fasteners of the steel coil simultaneously. It was reported that the issue is believed to have occurred due to exposure to high temperatures during transportation, despite the distributor being instructed on the handling and transporting procedures and the temperature precautions. There was no patient injury.

Event description:
As reported, during a surgical procedure, the sorbafix enhanced fixation device's fasteners failed to deploy. The fasteners failed to come out of the shaft of the device. When the surgeon attempted to move the device outside the patient's cavity, it fired again, releasing all the fasteners of the steel coil simultaneously. It was reported that the issue is believed to have occurred due to exposure to high temperatures during transportation, despite the distributor being instructed on the handling and transporting procedures and the temperature precautions. There was no patient injury.

Manufacturer narrative:
As reported, during a procedure the sorbafix enhanced fixation device failed to fixate the fasteners, making all the fasteners to come out of the steel coil altogether. The photos/video do not assist in determining root cause, but it is likely there is detachment of an internal component allowing the mandrel to become extended far beyond the cannula. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of event (02-feb-2026) is considered to be a best estimate based on the date of awaremess. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.